Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: a pump with unknown serial number was not returned for evaluation. The reported high power event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that tpa therapy was administered. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event may be attributed to thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q1 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after the ventricular assist device (vad) started to alarm "high power". The alarm continued every 2-3 minutes. The patient denied any other symptoms. Lactate dehydrogenase (ldh) continued to increase and the patient experienced hemolysis/coke colored urine and the vad sounded abnormally coarse. The patient had a negative computerized tomography (CT) head scan for baseline prior to tissue plasminogen activator (tpa) therapy. He was noted to have an acute kidney injury as well, thought to be due poor end organ perfusion with the malfunctioning vad. The patient's entresto medication was discontinued due to the renal injury, which improved after the lvad thrombus resolved and was eventually restarted at a lower dose prior to discharge. The patient tolerated the tpa for 24hours, well without any neurological deficits. His lactate dehydrogenase (ldh) decreased quite rapidly over the next few days and normalized with lactate dehydrogenase (ldh) down to the 200's by the time of discharge. Once he completed the tpa he was transferred to the floor, continued heparin and started coumadin until he had a therapeutic inr to his new goal of 2.5-3.5. The ventricular assist device (vad) remains in use. No further patient complications were reported as a result of the event. This event was reported in the q1 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.